Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet system, commonly after meal announcements, and subsequently was hospitalized for heart failure unrelated to diabetes; review of synced data indicated meal announcements were entered while the device operated in correction mode, and the user reported a gastrointestinal condition affecting nutrient absorption, with additional training assigned. Symptoms included dizziness, anxiety, and trouble breathing during the hospitalization episode, with documented low glucose to 60 mg/dl and use of oral carbohydrates for correction with assistance from a caregiver. Outcomes included emergency transport, hospital admission, diagnostic testing, treatment with intravenous fluids, and discharge, and the user discontinued ilet and is considering device return pending further troubleshooting. Investigation included review of device data and user reports and provision of troubleshooting and education regarding meal announcements. Investigation of this case revealed no device malfunction reported, with user interaction and underlying comorbid conditions identified as potential contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.